Event description:
It was reported that at follow-up, exit block was observed on the rv and a leads. X-ray found both leads had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.